Manufacturer narrative:
Calibration and qc were acceptable prior to the event. The field service engineer (fse) found the tubing had popped out of the diluent nozzle, therefore, there was no diluent being delivered to the ise vessel. The fse replaced the appropriate parts. Afterwards, calibration, qc and an ise check were completed within specification. The investigation determined the issue identified by the fse was the root cause for the event.

Event description:
The initial reporter questioned ise results for multiple patients tested on a cobas 8000 ise module. The customer provided data for 2 patients with discrepant sodium (na), potassium (k) and chloride (cl). Patient 1 initial k result was 5.4 mmol/l. The repeat result on a different ise module was 4.6 mmol/l. Patient 1 cl result was 9.2 mmol/l. The repeat result on a different ise module was 10.3 mmol/l. Patient 2 initial na result was > 180 mmol/l. The repeat result was 140 mmol/l. Patient 2 initial k result was 7.7 mmol/l. The repeat result was 3.8 mmol/l. Patient 2 initial cl result was < 60 mmol/l. The repeat result was 102 mmol/l. The initial results for patient 1 were reported outside of the laboratory. It is not known if the initial results for patient 2 were reported outside of the laboratory. The repeat results were believed to be correct. No electrode lot numbers with expiration dates were provided.